Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the loss of image and communication error b30 occurred due to an electrical problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a loss of image and b30 communication error. There was no patient involvement.